Event description:
Related manufacturer reference number: 2017865-2025-12090. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited myopotential oversensing. The noise was able to be recreated on the atrial channel with isometrics. Programming changes were performed. The patient was in stable condition.